Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 08-oct-2017, UDI#: (B)(4). Product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2,000 mcg/ml at 300.1 mcg/day) and bupivacaine (10.0 mg/ml at 1.5 mg/day) via an implanted pump. The patient¿s medical history was reported to be chronic back pain, hypertension, cardiac issues, and diabetes. On (B)(6) 2021 it was reported that over the weekend (friday night) the patient went to the ER (emergency room) due to increased pain, nausea, and diarrhea. She said the emergency room doctor said she was having withdrawal symptoms and to call her managing pain physician. In the meantime, she was given oral oxycontin (5mg) to take. The patient reported no falls or injuries. On monday (B)(6) 2021, she presented to the office to be assessed. A pump catheter study was performed. They could not use dye due to patient¿s allergy. The cap (catheter access port) was accessed and the hcp was able to aspirate the catheter, but the flow was slow. After aspirating the volume of the catheter, the doctor flushed the catheter with preservative free normal saline, which he said flushed easily. He repeated the flush and after the second time flushing the catheter, he said that it was flushing easier than the first time. The catheter was flowing well. No surgical intervention was planned. The doctor recommended catheter maintenance (flushing) every 6 months. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient¿s weight was unknown. Additional information was received from via a consumer on (B)(6) 2021. It was noted that the pump was refilled a couple weeks ago, and since then it's just not worked right. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). The healthcare provider did a pump study on (B)(6) 2021 and determined that the pump was delivering medication slowly. The patient was sent home with oral oxycontin but it's still not doing right. The patient contacted the hcp several times, but the hcp believed the patient to be drug seeking. The patient was having difficulty getting help from hcp. Troubleshooting was unable to be performed as their concern was medical in nature. The patient was redirected to their healthcare provider to further address the issue.